Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation.

Event description:
A site representative reported that, while outside of a procedure, a gear within the winch assembly of the imaging system was sheared. The representative was unable to confirm how the reported issue occurred. There was no patient present when this issue was identified. No additional information was provided.